Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. This record is being resubmitted for the following reason: record was originally submitted on september 7, 2022. An issue occurred during processing within the FDA system and we have been advised the by the FDA to resubmit.

Event description:
The event involved a spiros chemo clave in which the customer reported that at approximately 2139, the patient was receiving an infusion of cytarabine and his line became disconnected right before the chemo clave. About 5cc of chemo was on the chair the patient was sitting on; a chemo spill kit was used and it was maintained so a small area. The patient's clothes were immediately removed and washed. The patient was reported to be stable before, during, and after the reported issue and that therapy was only interrupted for a short time. There was patient involvement, but no harm was reported as a consequence of this event. This incident refers to complaint one of three.

Manufacturer narrative:
One used ch2000s spinning spiros was received for inspection attached to an unknown set. The mating device was not returned. As received, the spin feature of the spiros was activated and spinning freely as received. There was no spline damage or shear tab damages observed. There were no damages observed on the female luer of each spiros. The spiros was functionally tested and met product performance specifications. The female luer was measured and met iso standards for luer fittings. The reported complaint of disconnection and subsequent leakage can be confirmed due to the spiros being returned disconnected. The probable cause of the disconnection could not be determined. Without the return of the mating device a comprehensive failure investigation cannot be performed and a cause cannot be determined. Device history review was unable to be conducted as lot number was not provided. Additional information was received that the product code (d4 section) was changed to ch2000s.